Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. On an unreported date, the pt was hospitalized for the event. The cause of the peritonitis was unknown. On the same day as receipt of this report, the pt began treatment with vancomycin (1 gram to repeat after 5 days, route not reported) and cefepime injections (1 gram for 15 days, route not reported) for peritonitis. At the time of this report, the pt had recovered from the peritonitis. Additional information was requested but was not available.